Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had solid white display. The customer's blood glucose was 12 mmol/l. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced and the discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm. Both the lcd controller and lcd screen are cracked. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly.